Event description:
A customer reported an issue where the pump was unable to detect the cartridge, preventing its use. There was no reported adverse impact to the customer's blood glucose level. No further information was available.